Event description:
Customer reported cable controls are not working. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and greased the candlestick connectors. System operates as intended.